Manufacturer narrative:
Device display properly. No missing segment or partial display anomaly noted during testing. Device received with all operating currents within specification and passed rewind test, self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit, failed battery test alarms or rewind anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. Customer's blood glucose value was unknown at the time of the incident. Customer will not return device for analysis.